Event description:
Risk mgmt states rn indicated outpatient came into facility for esophageal ligation procedure. During banding procedure with bard bite block in place the phy. Removed unk scope from pt. And noted the overtube had separated completely from mouthpiece portion of overtube and remained in pt's esophagus using balloon dilator md was able to remove tube and a mucosal tear was noted. S

Manufacturer narrative:
H10 - presence of adhesive noted. Unk if customer used product beyond the recommended 25x stated in the instructions for use.